Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿whitish foreign material adhered to air/water (a/w)-channel and a/w-cylinder¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from sw4 and a-rubber. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; due to damage on switch4, water tightness is lost; air/water cylinder has no color; suction cylinder has no color; color ring has a crack; air/water cylinder has foreign objects; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to a pinhole on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; air/water tube has foreign objects; bending tube has a dent; and distal end cover has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera ii gastrointestinal videoscope, device had a dent at the distal end. The issue occurred during maintenance. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a whitish foreign material was found inside the air/water tube and air/water cylinder. This report is being submitted to capture the reportable malfunction found during evaluation.